Event description:
Kiwi vacuum applied for assistance with vaginal delivery. Three kiwi vacuums applied and broke with partial pull. Kiwi springs noted to be broken on vacuum.all three items had the same lot number.

Event description:
Kiwi vacuum applied for assistance with vaginal delivery. Three kiwi vacuums applied and broke with partial pull. Kiwi springs noted to be broken on vacuum. All three items had the same lot number.